Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs was unable to aspirate during use. The following was reported by the initial reporter: "it was reported plunger issues not drawing insulin. Verbatim: consumer reported found other box same item number with plunger issues not drawing insulin. Does not reuse syringe but she prefill syringes. Informed consumer not to prefill she understood."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0293171. Customer states that the plunger is not drawing insulin. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. A review of the device history record was completed for batch # 0293171 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for adhesive splatter. Bd was able to confirm the customer¿s indicated failure (adhesive clog). Root cause cannot be determined for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs was unable to aspirate during use. The following was reported by the initial reporter: it was reported plunger issues not drawing insulin. Verbatim: consumer reported found other box same item number with plunger issues not drawing insulin. Does not reuse syringe but she prefill syringes. Informed consumer not to prefill she understood."